Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h825145408, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A catheter break was confirmed. Regarding the cause of the dye having been visualized pooling posterior to the spine at an area near the catheter anchor with no dye extending from anchor to catheter tip was indicated as being caused by the catheter break. A catheter revision was completed on (B)(6) 2018. The old catheter was explanted and replaced. The patient¿s symptoms were not resolved but were improving. It was further noted that the patient was in the titration phase. The affected device will not be returned to the manufacture as it was discarded by the facility.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h825145408, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h825145408, (B)(6), (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a morphine with concentration 25 mg/ml at a dose rate of 8 mg/ml via an implantable pump for non-malignant pain. The drug lot number of morphine was unable to be obtained. It was indicated that the patient reported a decline in therapy, an increase in pain, and withdrawal symptoms starting (B)(6) 2018. The patient was bending over and helping lift a patient at work on (B)(6) 2018. A dye study was performed. They were able to aspirate form the side port and dye was visualized pooling posterior to the spine at an area near the catheter anchor. It was further noted that the catheter tip was visualized under flouro with no dye extending from anchor to catheter tip. The patient was referred to neurosurgery for a catheter revision. Surgical intervention had not occurred and was not scheduled but was planned the issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history was unknown. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was clarified that the patient¿s weight was unknown and could not be obtained. The hcp was asked for the patient¿s weight, but they did not have this information recorded. The physician who performed the dye study confirmed with imaging that it appears the catheter had broken. This was however to be confirmed once the catheter revision occurs. It was further clarified that the cause of the dye having been visualized pooling posterior to the spine at an area near the catheter anchor with no dye extending from anchor to catheter tip was not confirmed as of (B)(6) 2018. The company representative was to acquire more information once the catheter revision occurs. A revision had not occurred, but the patient had been referred to neurosurgery. The revision procedure has not been scheduled as of (B)(6) 2018. It was noted that the patient should have a surgery date for the catheter revision by (B)(6) 2018. The decline in therapy, increased pain, withdrawal symptoms, and the catheter issue was not resolved. The affected device remains implanted and was planned to be returned post-catheter revision.